Event description:
A malfunction occurred with the customer's pump, causing the customer's blood glucose to be critically high, though the specific value was unknown and displayed as "high." The customer used a correction injection via multiple daily injections (mdi) to address the high blood glucose level, and no third-party assistance was required. Technical support decided to replace the malfunctioning pump and advised the customer to use mdi as backup therapy.